Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using lifestent. It was reported that during the procedure, the stent could not be deployed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition such that the thumb slider is in proximal end position but the stent is fully loaded. During testing, the wheel can be spun freely without reaction on the deployment mechanism. Inside grip, a force transmitting post is broken which made a successful deployment impossible. As part of the evaluation the stent can be deployed manually at low / regular force level after disassembly of the grip. The investigation leads to confirmed result for break of a force transmitting post inside grip and subsequent deployment failure. In this case, the vessel was a little to moderate calcified but not tortuous, the lesion was pre dilated, and system compatible 7fx10cm introducer with 0.035" guidewire were used for access. During deployment attempt, the system was gently held at the stability sheath, and kept stationary. The system was used in the iliac artery, which is off label. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a force transmitting post inside grip and subsequent deployment failure. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' Regarding access/ accessories the IFU state: 'a) gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire (...)'. The IFU further state: 'predilation of the lesion should be performed using standard techniques.' The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.